Event description:
It was reported that the pt's pump was implanted and filled with 200 mcg/ml of lioresal at a daily dose of 50 mcg/day. Two weeks later, the pt's dose was increased to 100 mcg/day and then two weeks after that, it was increased again to 120 mcg/day. The pt was scheduled for another refill in september, but missed the refill visit. Approx 5 weeks after the scheduled refill visit, the pt came into the office and was experiencing increased spasticity. The expected reservoir volume was 0.00 mls; however, 20.0 mls was removed from the pump. The low reservoir volume had been reached and the alarms were occurring. The pump was interrogated and no motor stall message or non-critical or critical pump memory errors had occurred. The hcp planned to start troubleshooting the system. See manufacturer's report number: 2182207-2007-03573. The hcp further reported that a study was done in 2007 and the rotor was moving; there were no issues. Another study was attempted the same day and the hcp was unable to inject through the access port. The catheter was revised. The pt outcome was reported as a non-serious injury.

Manufacturer narrative:
.